Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, the pt's ipg was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The ipg was visually inspected and peeling silicone was observed. The front and rear sides of the ipg also appeared to be swollen. No other visible anomalies noted. The ipg failed pulse load testing but passed the auto test. The pts parameters were analyzed and the expected longevity of the battery was found to be anywhere from 5-15 months. The pt used the device for approx 29 months. Conclusion: the cause of the reported complaint is confirmed. The battery was at normal end of life. The ipg did however appear swollen which may be a sign of high battery current discharge. The battery will be removed for further analysis. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.